Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 7fr sheath using the preclose technique prior to abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of two proglide devices were successfully placed and when removing the needles from one proglide device, the blue suture was damaged (the damage is like the surface was delaminated). The suture broke outside of the tissue; however, there was enough length to complete the knot. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.

Manufacturer narrative:
The device was returned for analysis, the suture separation was not confirm due to the separated suture was not returned. The reported irregular appearance for the suture was observed as torn suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it was possible the suture rail end was torn and further abrasion caused the cut on the suture; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.